Event description:
It was reported that the ventilator generated an alarm. No more information was available. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated an alarm. According to information provided by our field service engineer, the generated alarm was low expiratory tidal volume. It was reported to have activated when the expiratory tidal volume was higher than the set low alarm level. There is no further information provided and there is no further issues reported. The root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: # (B)(4).